Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in process. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
The is a report of an increased intra-peritoneal volume (iipv) event. A customer contacted baxter technical services (bts) regarding assistance with feeling overfilled and having discomfort during peritoneal dialysis, dwell 4 of 4, on the homechoice machine (hc). The home patient (hp) stated he put himself in manual drain and had drained out 4100ml before disconnecting. The technical service representative (tsr) confirmed with the hp that there were no bypasses. The patient's nurse was contacted and stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse confirmed the hp's largest prescribed fill volume is 2500ml. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue of iipv was not confirmed. The assignable cause was undetermined.